Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type: lead, product ID: 3560022, serial# unknown. Product type extension. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown. Product ID: 3560022, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient that was undergoing an advanced evaluation trial. It was reported that during a planned stage 2 implant procedure the doctor opened the pocket to find that the extension connection, only to find that it was pulled halfway across the patient's body. The hcp had to make a large incision to search for the connection. When carefully searching with a hemastat, the lead coating peeled back and the electrodes were still in the connection. The lead was not usable, so the hcp had to abort and close the case. They were planning to reschedule a full implant when the patient is healed.